Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the camera head exhibited retaining pins on the adapter are heavily corroded. This can cause the retaining bolts to break off, and because coupler unit is worn out, the scope cannot be attached smoothly. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: (phone number was inadvertently missed). Please note e2/e3 were selected in error and cannot be removed, these fields should be blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could be determined. Olympus will continue to monitor field performance for this device.